Event description:
It was reported that this implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. The patient felt the change to unipolar mode. Device replacement was recommended. Subsequently, this device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. The returned implantable pulse generator (pacemaker) was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was interrogated with a programmer and confirmed to be operating in safety mode. Review of stored data found evidence that the device had lost power at some point, and power was then restored. This could indicate a problem with the battery. The device case was removed to facilitate inspection and testing of the internal components. Visual inspection of the hybrid assembly noted no anomalies. After detailed analysis, a definitive cause of this energy storage issue has not been determined.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. The patient felt the change to unipolar mode. Device replacement was recommended. Subsequently, this device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.